Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
At this time, the product remains implanted. At follow-up appointments, the lead impedance was approximately 1600 to 2000 ohms. No intervention was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information through the latitude patient monitoring system that a red alert was detected for a right ventricular (rv) pacing impedance out of range. No adverse patient effects were reported.

Event description:
Additional information was recently received that an additional follow-up was performed to investigate the ongoing impedance issue. No root cause was found via technical analysis, it however it was determined that pacing impedances have remained on average at 1800 ohms, with numerous values above 2000 ohms. No remedial action has been taken or planned at this time.